Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.